Event description:
Sales representative reported that the tip of this device broke off into a pt's joint during a rotator cuff repair. The rep was informed that the joint was flushed and the facility believes that the piece came out. An x-ray will be taken to confirm. It is unknown how long of a delay the issue caused at this time. No other info is available at this time.

Manufacturer narrative:
No product is being returned for evaluation, therefore, no conclusion can be made.